Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) malfunctioned. Leak in iab alarm has been reported no patient involvement reported.

Manufacturer narrative:
Event site name (B)(6). Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.